Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was not reported. On an unknown date, the patient was hospitalized for the event. The patient was treated with unknown medication (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. The action taken with peritoneal dialysis therapy was not reported. At the time of this report, the patient had recovered from the event. No additional information is available.